Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the nurse call cable junction. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the nurse call junction board to resolve the issue. Based on this information, no further action is required.